Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: the pump was returned with visible moisture in the display lens. The pump would not power on. The pump failed leak testing due to a crack between the upper right corner of the display lens and the case seal. The pump cover was removed and internal moisture was observed. Additional testing could not be completed due to the inability to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter stated that the display screen had gone blank after being exposed to water. The reporter noted evidence of water behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.